Manufacturer narrative:
The device was returned to olympus for inspection. Based on the product inspection, olympus confirmed, an energy failed probe test, with no device output however, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy, probe had no device output. There was no patient involvement.